Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was admitted into intensive care unit on hospital due to hyperglycemia as well as diabetic ketoacidosis with unknown blood glucose level, on (B)(6) 2018, end of (B)(6) 2019 to (B)(6) 2019. The customer was assisted with troubleshooting for high blood glucose troubleshooting. The customer was treated with intravenous drips, insulin drips and potassium was low. The customer stated that the symptoms such as blood on vomiting, ripped up throat and chest. The insulin pump will not be returned for analysis.